Manufacturer narrative:
For opened probes were received, with a tip protector, in a pouch, for the report. Sample 1, 2 and 4 were not within the final lot number reported based on radio frequency dentification device tag identification; therefore, no sample evaluation was performed. Sample 3: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A picture attached was reviewed by the investigation site. The picture shows a pouch label with same product and lot number as reported, no bubbles observed. Since samples 1, 2 and 4 were not associated with the reported lot number, the root cause for the customer complaint issue cannot be determined for sample 1, 2 and 4. The returned sample 3 was found to be conforming, therefore cut failure and spit bubbles as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Returned samples 1, 2 and 4 were not within the final lot number based on rfid tag identification and returned probe 2 was manufactured to specifications; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that probe had poor cutting and it was spitting bubbles, also its speed was only 2500count per minute and could not reach to the highest before the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.